Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an active driveline power fault with a yellow wrench symbol. Following review, log files confirmed driveline power a fault alarms on (B)(6) 2025. The alarm had not interfered with pump operation. The log files contained 2 lines of good data where the driveline fault seemed to resolve. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data in the log files, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Event description:
Details provided on (B)(6) 2025 stated that there were no patient symptoms at the time of the event. At the time, no recurrent alarms were noted, and the patient hat not yet been transplanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms that appear consistent with the fluid ingress issue at the connection between the pump cable and modular cable. The fluid ingress on the pump cable side can be confirmed through the submitted images. A review of the submitted log files revealed a driveline power fault alarm that was associated with a pwr_a_broken (error code f4) fault. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The customer submitted images for review, which showed the patient¿s pump cable and the modular cable portions of the inline connector. The images showed some green residue on the patient¿s pump cable inline connector side. Following the modular cable and controller exchange, additional log files were submitted, which showed that the alarms had cleared. No notable alarms were observed in the log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an active driveline power fault with a yellow wrench symbol. Following review, log files confirmed driveline power a fault alarms on (B)(6) 2025. The alarm had not interfered with pump operation. A green sludge was noted at the modular connection site. Additional log files were provided on (B)(6) 2025 taken after the patient was switched to a new system controller and modular cable. The log files contained 2 lines of good data where the driveline fault seemed to resolve. The green residue was confirmed via provided images in the patient side of the modular connector. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data in the log files, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. There were no patient symptoms at the time of the event. No recurrent alarms were noted following exchange.

Event description:
Additional information was provided on 28aug2025 that the patient would be activated for transplant, with hopeful consideration for a higher listing status due to device malfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.